Manufacturer narrative:
(B)(4). Batch # n54a03. Additional information received: the first plee60a was partially fired on the first firing with a gst60t; it was unknown how far, but beyond the lockout. The device was opened with the reverse button and was visually inspected at the back table when it was noticed that the anvil was bent. A second plee60a was opened, but the lockout engaged on the first firing, so the reverse button was used to open the device. An ec60a was opened and the first stroke was able to be completed, but it was unable to be fired any further. The knife reverse switch and reverse stroke were attempted, but the device would not open. The case was converted to open and the device was cut off of the tissue and was later sent to pathology as part of the specimen for margins. The second plee60a that had been opened was used to complete the case. The surgeon commented that the tissue was extremely thick. (B)(4). The analysis results of the long60a found that it was received in good visual condition and with an ecr60t reload loaded on the device. The reload was received partially fired 1/3. Furthermore the anvil knife slot was noted to be damaged and the knife was inspected under magnification and nicks were found. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastric resection / roux-en-y procedure, the pa was firing over the stomach with the plee60a and black reload when the stapler battery slowed down and the knife blade would no longer fire forward. Reverse button was engaged and the stapler was opened. The anvil was bent and the stapler could not be used anymore. Another same device was opened and another black load was loaded and placed on tissue. Upon firing, the knife blade did not fully advance and the reverse button was used again to open the stapler. A ec60a was then opened and another black reload used. The pa squeezed once and the knife blade advanced, but would not advance anymore. The reverse switch was used and the knife blade would not return. Surgeon had to open and cut the stapler out. This device was sent to pathology as part of the specimen for margins.